Manufacturer narrative:
12/15/2015 - update from (B)(6) 2015: during a follow-up a gradual impedance increase, of up to 2306 ohm, was noticed over the last months. The customer noticed also one episode with a few cycles of noise. A revision is planned for (B)(6) 2015. Physician wants to know what is the remaining longevity of the device. Event date: (B)(6) 2015. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - on a routine follow-up it was noticed two episodes of noise (non sustained), in the rv channel. It was decided to increase the programming to 12 cycles. The event date was not provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itselfcould not be investigated. The fu data you provided have been analysed and the issuesmentioned in the complaint description can be confirmed. In the iegm episodes from 5october 2014 and 15 september 2015 (see fig. 2) jittery signals leading tonon-sustained oversensing can be observed. Furthermore, the trend curves sent with theupdate from december 2015 show a continuous impedance increase starting in june2015. In spite of the information available for analysis, no conclusion can be drawn regardingthe root cause of the clinical observation. An analysis of the lead would be necessary fora root cause investigation. Should additional information or the device itself becomeavailable for analysis, the investigation will be updated.